Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure of the user to follow the training and instructions provided in the user guide and the device screens during the cartridge change process, resulting in unintentional insulin delivery.

Event description:
On 8/16/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event. The event occurred on (B)(6) 2024. The user experienced a bg level in the 40s mg/dl after not following prompts to change the cartridge and tubing correctly. The user did not rewind the device before placing a new cartridge and tubing and proceeded to fill the tubing while still connected. After realizing the issue, the user consumed glucose to address the low but experienced fluctuations in bg levels throughout the day. The correct steps were reviewed verbally by the cds, and instructional videos were provided.